Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements and the cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch to unipolar mode. There is also noise on the rv channel and there was no oversensed. The patient was brought to an in-office check and high pacing threshold measurements were noted in bipolar mode. Reprogramming efforts were performed. Additional information received indicates the right atrial (ra) lead noise and impedance issues. The patient experienced syncope and near syncope events due to oversensing noise and thus under-pacing. It suggested lead fracture on both leads. Subsequently, a revision procedure was performed and both the rv lead and the ra lead were explanted and replaced. No additional adverse patient effects were reported.